Manufacturer narrative:
Product ID 3889-28, lot# va03acn, implanted: 2013 (B)(6); product type lead product ID 3889-28, lot# va038qb, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4) .

Event description:
It was reported, the patient had a system upgrade of their device and the implantable neurostimulator (ins) and lead were replaced. It was stated, the patient fell and broke their skull and damaged the leads. It was stated impedances were shown on the lead and it looked like the leads migrated due to the fall.